Event description:
It was reported during a diagnostic endobronchial ultrasound bronchoscopy (ebus) there was no ultrasound image. The procedure was prolonged by approximately 40 minutes while the patient was under anesthesia. The condition of the patient was not impacted by the failure nor did it affect the outcome of the procedure. The procedure was not emergent and no medical interventions were required.